Event description:
The customer reported that they received a physicist discrepancy related to 3%-4% rule and hi level fluoro radiation output. Also the customer has a physicist discrepancy boot mode reading high and mag modes are not properly working. No patient injuries have been reported.